Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(6). Concomitant products: zimmer trabecular metal cup, unknown longevity acetabular liner, unknown wagner sl revision stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03848, 0001822565-2017-03849 and 0001822565-2017-03850.

Event description:
It was reported by patient's legal counsel that patient was revised approximately two months post-implantation due to infection. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03848; 0001822565-2017-03849; 0001822565-2017-08299; 0001822565-2017-08300; 0001822565-2017-08301.